Manufacturer narrative:
This lead will be returned for analysis. Upon analysis completion this investigation will be updated.

Event description:
It was reported that during the implant after placing this lead the tip of the helix would not extend, and pace impedance measurement were high and out of range as a result. The lead was thus not used and will be returned. No adverse patient effect were reported.

Event description:
It was reported that during the implant after placing this lead the tip of the helix would not extend, and pace impedance measurement were high and out of range as a result. The lead was thus not used and was returned. No adverse patient effect were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.